Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed additional pieces of coil'), pelvic pain ('chronic, pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. C80084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("skin disorder"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), mood swings ("hormonal changes / mood swings") and complication of device removal ("complications from essure removal:tissue seemed extra long and took longer to remove than usual") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation, bilateral salpingectomy, essure coil removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, female sexual dysfunction, vaginal discharge, bladder disorder, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, alopecia, migraine, headache, weight increased, weight decreased, mood swings and complication of device removal outcome was unknown, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, metrorrhagia, rash, skin disorder and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, metorhagia (bleeding b/w periods), rash/skin condition, hypersensitivity, vaginal discharge, bladder probs., bladder infection. Uti, vaginal infection, urinary problems, hair loss ,hormonal changes ,migraine, headaches, weight gain and weight loss. The procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Lot number and medical history added. Event hormonal changes / mood swings pt updated to mood swings and event pelvic pain outcome updated. New event added: complications from essure removal: tissue seemed extra long and took longer to remove than usual and removed additional pieces of coil. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("skin disorder"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, female sexual dysfunction, vaginal discharge, bladder disorder, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, alopecia, hormone level abnormal, migraine, headache, weight increased and weight decreased outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, rash, skin disorder and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, menorrhagia (bleeding b/w periods), rash/skin condition, hypersensitivity, vaginal discharge, bladder probs., bladder infection. Uti, vaginal infection, urinary problems, hair loss, hormonal changes, migraine, headaches, weight gain and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Product indication and essure implant date were updated. Previously reported ¿injury¿ was updated to chronic, pelvic pain. Following events were added: gen. Abnormal. Bleed, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, apareunia, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), rash/skin condition, skin disorder, hypersensitivity, vaginal discharge, bladder problems, bladder infection, uti, vaginal infection, urinary problems, hair loss, hormonal changes, migraine, headaches, weight gain and weight loss. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed additional pieces of coil'), pelvic pain ('chronic, pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. C80084-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("skin disorder"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), mood swings ("hormonal changes / mood swings") and complication of device removal ("complications from essure removal:tissue seemed extra long and took longer to remove than usual") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation, bilateral salpingectomy and bilateral salpingectomy,essure coil removed). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, female sexual dysfunction, vaginal discharge, bladder disorder, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, alopecia, migraine, headache, weight increased, weight decreased, mood swings and complication of device removal outcome was unknown, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, metrorrhagia, rash, skin disorder and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, complication of device removal, cystitis, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, metorhagia (bleeding b/w periods), rash/skin condition, hypersensitivity, vaginal discharge, bladder probs., bladder infection. Uti, vaginal infection, urinary problems, hair loss ,hormonal changes ,migraine, headaches, weight gain and weight loss. The procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.